Event description:
A customer contacted beckman coulter regarding an erroneously low platelet (plt) result from a single pt that was generated by the coulter maxm with retic instrument. The initial plt result was 71 x 10 to third power cells /ul. The plt result was reported out of the lab. The customer indicated that their lab protocol requires to scan a manual smear for clots if plt result obtained from an instrument is below 100 x 10 to the third power cells/ul. The customer scanned the smear for clots, but did not perform te plt manual count. The customer re-tested the pt original sample for plt. The plt result was 153 x 10 to the third power cells/ul and was reported out of the lab. The customer indicated that the pt original sample was tested 2 more times for plt and the results were: 162 x 10 to the third power cells/ul and 152 x 10 to the third cells/ul. No additional event information was provided. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.